Event description:
The pt developed a mobility in tooth location 29 and the doctor reported the fixture was loose after being implanted for over three months. The doctor indicated mobility as contributing factors for implant removal.

Manufacturer narrative:
A review of mfg records for those lots did not reveal any problems. (Attached certificated for gamma irradiation). Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95% causes bone condition, pt oral hygiene, or pt behavior. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as infection, pt bone condition, pt oral hygiene, or pt behavior.